Event description:
Procedure: laparoscopic appendectomy. Reportedly, during the insertion of the trocar, the cannula broke and dropped into the pt surgical cavity. The cannula was removed without incident. No pt injury reported.